Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced hematoma. The target lesion was located in the left iliac. A non bsc introducer sheath was inserted into the patient's body. After, a 7.00mm/2.0cm/135cm peripheral cutting balloon was used for treatment. During withdrawal, it was noted that the blades were not properly wrapped within the balloon. It was also observed that the blades caused a cut in the non bsc introducer sheath when the balloon was removed from the body. The sheath was partially withdrawn causing a hematoma. There were no further patient complications reported and the patient's condition was stable.